Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, a laser probe (lp) was returned for testing on this investigation. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot number was performed. There were no relevant complaints found as part of this investigation. The lp was received for testing on this investigation. A visual evaluation found the sample to have its nitinol broken at the cannula-nitinol junction of the tip. Resistance experienced during insertion into the trocar was attributed to this damage. However, as to how or when it became damaged remains inconclusive. The root cause of the reported event can be attributed to a damaged nitinol tip. However, as to how or when it became damaged remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the vitrectomy surgery, ophthalmic laser probe could not go through the trocar cannula, but vitrectomy probe could go through the cannula. The surgery was completed on the same day with another laser probe. Patient impact has not been provided.